Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13d08067, h13d30020, and h13h20055 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced bacterial peritonitis manifested by cloudy peritoneal effluent coincident with peritoneal dialysis (pd) therapy. The patient presented to the emergency room (ER) for peritonitis two days after onset of the event. The patient was discharged the same day. The cause of the peritonitis was unknown. An unknown antibiotic therapy (route, dose and frequency not reported) was started two days later. Four days after evaluation in the ER the patient was hospitalized for peritonitis. The same day the patient elected to discontinue pd therapy. In addition, the antibiotic therapy was also discontinued. Three days after admission, the patient was placed in the hospice care. Three days after being placed in hospice the patient died. The cause of death was unknown. An autopsy was not performed. Additional information was requested, but is not available. This is report 2 of 2 in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.